Event description:
Patient was revised to address dislocation and cup loosening with acetabular fracture. The surgeon noted a soft tissue reaction. Multiple cultures and found negative for infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.